Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failed downstream occlusion. The root cause could not be determined and no repairs were performed, as this is a baxter owned device. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.

Event description:
The field service engineer reported on behalf of the facility a colleague infusion pump with a condition of failed downstream occlusion at preventative maintenance. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter's review of the device event history confirmed the reported condition as a downstream occlusion; which interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.